Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The esc button is not responding on the insulin pump. The current blood glucose reading was 289 mg/dl. It was also stated that the insulin pump was a loaner pump. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The insulin pump had an unresponsive bolus express, esc and act buttons due to corroded keypad traces. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive buttons. The insulin pump had minor scratches on lcd window, cracked case at display window corner, broken belt clip slot and broken reservoir tube lip.